Event description:
It was reported, that during the use of the product, leakage of medical fluid from the connection part was observed. No patient injury.

Manufacturer narrative:
G5 is unknown. H4: device manufacturing date. And d4: device expiration date could not be determined. D4: device serial number/lot number is unknown. H6: health impact and evaluation codes: updated. H10: no lot number was provided. Therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the sample doesn't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing found a leak between the filter and tube. The complaint is confirmed. The root cause of the reported issue was found to be lack solvent. Awareness notification was made to production personnel in order to explain the importance to adherence or following the procedure, completed by quality engineer on mach 25,2022. Lot number was not provided. It cannot be confirmed, if lot was impacted by the corrective action implemented. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(6).